Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited tones as reported by the patient to their health care professional (hcp). Boston scientific technical services (ts) explained the possible causes to the hcp and it was noted that the patient was scheduled for follow-up. It was later found that the patient had recently undergone heart valve surgery unrelated to their device and a shock lead impedance (sli) measurement of 0 ohms was recorded at approximately the same time. Sli measurements were noted to quickly return to baseline following the event. The physician has no plan to intervene at this time and no additional follow-up has been scheduled. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.